Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The cartridge and infusion set were changed to resolve the alarm. There was no reported impact to blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.